Manufacturer narrative:
Further info regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator failed the safety valve test and o2 cell test during pre-use check (automatic function check that is run before connecting the ventilator to a pt). There was no pt involvement. (B)(4).